Event description:
The complainant reported the automated impella controller (aic) was not transmitting. Upon investigation, the engineer found that there was not an impella connect issue, however there was a ¿system self-check failure¿ error upon starting up the aic. As the reported issue occurred at start up, there was no patient involvement.

Manufacturer narrative:
The investigation into the reported issue has been completed. Logs from the complaint date showed communication issues which resulted in console unable to boot up. From the logs available, there was no record showing the console had been used for patient support around the complaint occurred date due to the power on issue. Console was unable to boot up, with ¿system self-check failure¿ on the screen. Inspection of the power battery management (pbm) found burn mark near the capacitors which caused the syscall error and pbm1 communication issues. Once the defective pbm was temporarily replaced with a known-good one, the failure mode was resolved and console could boot up normally. The root cause of syscall error was due to a defective pbm. The root cause of the defective pbm was corrosion due to leaking super capacitors. The pbm was replaced and a full functional check on the console and optical system was performed. This report is being filed as part of a retrospective review of historical records.